Event description:
A tandem mobi cartridge alarm was reported. The incident did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Following the report, tandem technical support confirmed the presence of the cartridge alarm and decided to replace the pump. The customer understood and acknowledged the instructions for putting the pump into storage mode and returning it. The customer continued to use the pump for insulin therapy.